Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the skin on (B)(6) 2024. On the same day, it was reported that the patient experienced inaccurate cgm values. The cgm reading was 103 mg/dl and didn´t felt right to the patient. She took a bg reading which was 533 mg/dl. The patient was feeling bad and experienced vomits. She called the paramedics and she was taken to the hospital. There she was diagnosed with dka. There was no treatment documented as the patient couldn´t remember the treatment provided to her. She was discharged after 2 days. At the time of the report the patient was fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.